Manufacturer narrative:
Lot # - g133942, g134270, g134965, and g134445. A batch review was conducted for lot numbers g133942, g134270, g134965, and g134445, and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that particulate matter (pm) was observed within four (4) 1000ml evacuated containers. The pm was further described as "minute glass particles". This was noted prior to patient use. There was no patient involvement. No additional information is available.